Manufacturer narrative:
The customer advised physio-control that they will not be seeking repair options on their device.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on. &#1288;e customer did indicate that they are observing this issue with a fully charged battery installed into the device. &#1288;ere was no report of any patient use associated with the reported issue.